Event description:
The reporter stated that during a surgical procedure, the implant was placed into hard bone of the proximal phalanx, however, the surgeon elected to remove it as it was not fitting properly. Upon removal it was shattered, leaving 3/4 of the implant in the patient. The retained part of the implant was removed and the surgery was continued. The procedure was prolonged by about one hour.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.